Manufacturer narrative:
The returned device was investigated, and the reported leak was confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history did not identify a similar incident reported from this lot. Based on the information provided and the results of the device analysis, the reported leak appears to be related to a potential product issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.

Manufacturer narrative:
The device is expected to be returned. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the leak. It was reported that during preparation of the clip delivery system (cds), a leak was noted at the lock lever. The leak was unable to be stopped therefore the cds was not used. There was no clinically significant delay to the intended procedure and no patient involvement. No additional information was provided regarding this device issue.